Manufacturer narrative:
See summary memo of evaluation.

Event description:
Patient developed infection and bone loss 3 years 11 months after implantation of the dental implant fx4310mlc in tooth location #3. Implant was removed on (B)(6) 2015 due to bone condition and infection. The patient is recovered without complications. The site was grafted, and treatment is ongoing.